Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was 426 mg/dl at time of incident. Customer reported that the infusion set caused redness on her skin. Customer did not allege insulin pump was under delivering. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was inactive. Customer was neither in emergency room, nor admitted into hospital. Customer stated when removing the reservoir from insulin pump it had a large air bubble. The insulin pump will not be returned for analysis.